Event description:
Ous MDR - after an implantation time of about 30 months, loss of capture was reported. During the lead revision on (B)(6) 2015, a suspected insulation defect of the lead was observed. The lead was explanted and returned to biotronik for analysis. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
During the analysis of the lead, it was noted that the insulation of the lead body was massively damaged about 51 cm to 52 cm distal of the is-1 connector pin by external fraying. The insulation was frayed down to the inner conductor helix. This damage manifestation can with high probability be regarded the cause of the clinical complaint. The observed damage manifestation requires excessive mechanical stress on the lead over a longer period of time. The position and characteristics of the damage lead to the assumption of excessive mechanical stress on the lead in the area of the valve plane or friction with a neighboring lead. X-ray images or images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. There were no indications of material defects or manufacturing errors.